Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the rep walked the patient through resetting the patient programmer (pp) after out of regulation (oor), and it was found the ins was off. The rep didn't know what the patient was doing when the oor message occurred, but speculated the patient may have inadvertently turned the ins off while addressing the oor. It was reviewed the oor should not turn the ins off. It was suggested to check impedances and obtain more information as to what the patient may have been doing when the oor occurred. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37602 lot# serial# (B)(6). Implanted: (B)(6) 2016, product type implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was seeing oor and was symptomatic (they were shaking) due to not getting stimulation with the ins in oor. The caller stated the patient had seen oor¿s before and they¿d been cleared by (B)(6) and their tremors resolved. The caller didn¿t have historical impedances as that was patient¿s first visit with dr. (B)(6). Troubleshooting was done prior to the call and indicated that therapy impedances showed, and stimulation was on but the patient was still shaking. Caller ran electrode impedances and stated it ended at 1.5v and gave results below (in ohms). C-0 911 c-1 611 c-2 727 c-3 762 0-1 855 0-2 1074 0-3 1162 1-2 713 1-3 891 2-3 805 the caller re-ran electrode impedances and it ended at 3.0v and gave results below (in ohms): c-0 786 c-1 612 c-2 749 c-3 786 0-1 775 0-2 966 0-3 1044 1-2 735 1-3 919 2-3 819 current programming: c-0 2.1v, 180 pw, 185 rate. The caller was able to run therapy impedances and received result of 3932 ohm, 0.5ma. The battery voltage is 2.78v. Reviewed possibility of intermittent short and suggested to have patient move in different positions and obtain impedance measurements and palpate the system. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the oor message was cleared and stim was successfully turned back on using the patient programmer (pp). The patient was instructed to follow-up with a neurologist to troubleshoot further. There was no known reason as to when the device shut off.